Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: material # 305916 batch # 4299668 it was reported by customer that "routine vaccines were given at a well check the ma engaged the safety device; the safety device was faulty and only covered half the needle. The ma tried again to engage the safety device and again the safety device only covered half the needle." Verbatim: customer reports: hello, one of our intermountain facilities is reporting an issue/concern with an item that is purchased from your company. Please include our intermountain case number, (B)(6) with all email communication. Situation: ¿ issue: routine vaccines were given at a well check the ma engaged the safety device; the safety device was faulty and only covered half the needle. The ma tried again to engage the safety device and again the safety device only covered half the needle. Background: event date:(B)(6) 2025 description: needle 25gax1 safety glide 305916 ih #: 93018307 mfg #: 305916 lot #: 4299668 sample available: no, the sample has been discarded assessment: credit requested: no po # 83155 account # po purchased on 1001163213 was their injury? No, however it presented an unsafe condition for the caregiver. Name of facility: xxxx main contact: xxxx recommendation/request: supplier¿s next steps: reporting this event due to increase in reports of bd safety needle failures. Please conduct an investigation and provide results.